Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred after the customer went swimming with the pump. Customer's blood glucose level ranged between 102 mg/dl and 240 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.